Event description:
Loss of lock while wearing the external equipment. External equipment was exchanged. However, the problem was not resolved. On september 19, 2005, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics device.